Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 and a second patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample initially resulted in a creatinine value of 449 umol/l, which repeated as 61 umol/l. The 61 umol/l value was determined to be correct. The second sample initially resulted in a calcium value of 1.667 mmol/l, which repeated as 2.328 mmol/l. The 1.667 mmol/l value was determined to be correct. The creatinine and calcium reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The field service engineer checked the analyzer and found a blockage in wash tubing. The tubing was replaced. The gear pump pressure was too low and was adjusted. The mixers were cleaned and cuvettes were replaced. A cell blank was carried out. The investigation determined the service actions resolved the issue.